Event description:
It was reported that the patient had an inappropriate shock due to a fast atrial tachycardia. The intrinsic rate was greater than 250bpm so the device provided therapy. The patient was playing football at the time of the shock. Technical services discussed the data with the caller. There were no additional adverse patient effects. The system remains implanted.